Event description:
It was reported the procedure was to treat a lesion in the left main artery. The 4.50x8mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion and the balloon inflated twice to nominal pressure. During removal the bdc stuck with the guiding catheter. The devices were removed as a whole unit. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
D9, h3: device returning status updated from yes to no. E1 - phone number updated. The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Possible factors that can contribute to difficult to remove/resistance with the guiding catheter post-inflation include, but are not limited to, loose balloon folds, guiding catheter lumen obstructions, kinks, bends or procedural technique. Additionally, it should be noted that the coronary dilatation catheters (cdc), nc trek rx, global, instruction for use (IFU) states: with 4.5 mm and 5.0 mm balloon dilatation catheters, some increased resistance may be noted upon insertion or withdrawal into or out of the guiding catheter. Based on the reported information and results of the complaint investigation, there is no indication that the reported difficulty removing the device from the guiding catheter is related to a product quality issue with respect to the design, manufacture, or labeling of the device.